Event description:
It was reported that prior to an unknown procedure it was noticed that the seal was damaged and it was thought the device may not be sterile. The case was completed with another device of the same product code. This device was not used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.